Manufacturer narrative:
Continuation of d10: product ID 693565 lead implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that their old device had to be explanted due to an unknown issue with their right ventricular (rv) lead. The patient stated that the rv lead remains implanted and their old device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient has two right ventricular (rv) leads implanted. It was noted that noise was observed on the rv pace/sense lead, so the patient was brought into the hospital and the pace/sense portion of the high voltage rv lead was uncapped and is now being used for pacing and sensing. It was noted that the device was electively upgraded with no product performance allegations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.